Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown surgical procedure on an unknown date and reservoir was attached to a drain. On (B)(6) 2013, there was defect in suction with decreased amount of aspirated secretions. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Actual device was returned for evaluation. Functional evaluation was performed and the device kept a vacuum and the valve slit was closed.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.